Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was a passenger in a motor vehicle accident and presented to the emergency room with ventricular non-capture. The ventricular lead impedance was stable, normal sensing was noted, and the chest xray showed possible ventricular lead fracture. In the operating room, the manufacturer's representative increased the output and the ventricular lead captured appropriately. The capture thresholds were below where the device was programmed so cause for non-capture was not determined. The physician decided to cut the ventricular lead and an epicardial lead were placed. No patient complications have been reported as a result of this event.